Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. Date implanted - (B)(6) 2006. Date explanted - cable removed on unknown date. All other components remain implanted. The article was written by masaaki sakamoto, hitoshi watanabe, hidetaka higashi and hitoshi kubosawa. (B)(4). Location of cable is unknown. All other components remain implanted. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 3 states, "intraoperative bone perforation or fracture may occur". Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "postoperative bone fracture and pain."

Event description:
Information was received based on a review of the journal article, "pseudotumor caused by titanium particles from a total hip prosthesis." It was report that patient underwent metal-on-polyethylene right total hip arthroplasty in (B)(6) 2006. During the procedure, the greater trochanter was broken; therefore, internal fixation was performed with a cable grip system. Subsequently, patient underwent a revision procedure on an unknown date due to pain, osteolysis, cable breakage, swelling, difficulty walking, redness, inflammation, metallosis, armd and pseudotumor formation. An aspiration sample was negative for infection. It was noted that metal from the stem was the main contributor to pseudotumor formation. During the revision, the cable system was removed, and all other components remain implanted. No further information has been provided.